Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that once she removed the dilator and guide out of the left atrium after having the vizigo¿ in the transseptal, the valve started leaking. The physician left her thumb on the valve to avoid additional leakage until the defective vizigo¿ was replaced with a new one. The hemostatic valve is broken/cracked. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. The patient's heart rhythm and pressure were continuously monitored. There was a delay of 10 minutes. The procedure was successfully completed, and no patient complications. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 00002276 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The dislodgment of the valve could be related to the leak issue reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that once she removed the dilator and guide out of the left atrium after having the vizigo¿ in the transseptal, the valve started leaking. The physician left her thumb on the valve to avoid additional leakage until the defective vizigo¿ was replaced with a new one. The hemostatic valve is broken/cracked. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. The patient's heart rhythm and pressure were continuously monitored. There was a delay of 10 minutes. The procedure was successfully completed, and no patient complications. The hemostatic valve separation issue is MDR reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).